Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product hemolok l clips 6/cart 84/box lot# 73e1700773 investigations did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that at ligation during laparoscopic nephrectomy the physician was unable to lock a clip then found the clip was broken. This issue occurred again with another clip in the same cartridge. One broken piece was found on the work table, but the other broken piece has not been found yet. The patient's current condition is unknown at this time. Additional information indicates that after the surgery, the user opened a new cartridge for functional inspection of clips and the applier. Then, clips in the new cartridge were able to properly load into the jaws of the applier which was used in the surgery. Therefore, it was confirmed that there was no issue with the applier, and the user suspects any defects of the clips which will be returned as the actual complaint sample.

Manufacturer narrative:
(B)(4). Please be advised that this complaint has been voided, due to only one cartridge was involved. This information has been referenced in different complaint: MFR report#3003898360-2018-00135. Please make a note of it for your records.

Event description:
It was reported that at ligation during laparoscopic nephrectomy the physician was unable to lock a clip then found the clip was broken. This issue occurred again with another clip in the same cartridge. One broken piece was found on the work table, but the other broken piece has not been found yet. The patient's current condition is unknown at this time. Additional information indicates that after the surgery, the user opened a new cartridge for functional inspection of clips and the applier. Then, clips in the new cartridge were able to properly load into the jaws of the applier which was used in the surgery. Therefore, it was confirmed that there was no issue with the applier, and the user suspects any defects of the clips which will be returned as the actual complaint sample.